Event description:
A (B)(6) customer received a blood glucose reading of 89mg/dl on the contour next link meter, also tested with the contour link and the reading was 39mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The test strip information was not provided. Product is not expected to be returned for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided.